Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. No patient symptoms or interventions were reported.

Event description:
Additional information received indicated the ICD was reprogrammed. Information about the patient's status was not provided.